Event description:
Intensive care pt currently on balloon pump taken to cath lab for reinsertion due to poor circulation in leg. The catheter used was not fully expanding under fluro. Hand inflation worked. A second balloon pump was tried with same results. Pulmonary edema was starting. Pt transferred back to ICU and died within one hr.